Event description:
It was reported that a high impedance was observed. X-rays were performed and no anomalies were identified. On the day of implant lead impedance was seen ok. At the patient's first titration appointment impedance was ok; however, at the next titration appointment, the high impedance was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Update was received that the patient returned for surgery and the lead pin was re-inserted into the generator; impedance was seen ok. No other relevant information has been received to date.